Event description:
On (B)(6) 2013 the patient contacted animas alleging that as a result of a blank display screen, her blood glucose (bg) elevated to 500mg/dl with ketones. The patient stated that she awoke that morning to find the display blank but the pump was beeping and vibrating. The patient stated she attempted changing out the battery with the same results, the pump beeps and vibrates but the display remains blank. The patient's bg at the time of contact with animas was reportedly 129mg/dl with mild fatigue. The patient attributed the fatigue to her bg being high and then dropping quickly down to 129mg/dl. The patient had discontinued insulin pump therapy at the time of contact with animas and was on a back-up plan for insulin delivery. A blank display is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. This complaint is being reported because the patient allegedly experienced hyperglycemia related to inadequate response to a detected pump issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.